Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter prompted an error 2 message on the meter display. The pt did not experience any symptoms or seek any medical attention due to the reported issue. The pt did not take any action regarding treatment due to the reported issue. The product was not new and the pt did not have test strips to troubleshoot with. The meter was not replaced as the pt uses another meter as well. A via of test strips was sent to the pt. This complaint is being reported because the product issue was not resolved through troubleshooting. The product did not cause or contribute to any injury because the pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.